Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The patient experienced palpitations. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).